Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity on the both eyes (ou) at a 2 week post-operative exam. A brief description from the surgery center indicated that the patient is very light sensitive more on the right eye (od) than the left eye, tearing, and all other signs are unremarkable. Pred forte (pf) 1%, (topical steroids) was increased to gradually taper the topical steroid drops. Bcva from (B)(6) 2016: right eye pre-op 20/20 -6.25 x .00 x 90. Left eye pre-op 20/20 -5.25 x -.25 x 141.